Manufacturer narrative:
The sample was received for investigation. During the investigation, an interfering factor was detected in the sample. The product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." A general product problem can be excluded. The investigation did not identify a product problem. The cause of the event was due to a known interference.

Manufacturer narrative:
The ft4 reagent lot number was 89174503 with an expiration date of 30-sep-2026. The ft3 reagent lot number was 84914201 with an expiration date of 30-apr-2026. The anti-tg reagent lot number was 84585101 with an expiration date of 31-jan-2026. The vitamin d total reagent lot number was 88165901 with an expiration date of 30-sep-2026. The shbg reagent lot number was 81508501 with an expiration date of 31-dec-2025. The testosterone reagent lot number was 83395801 with an expiration date of 31-mar-2026. The cortisol reagent lot number was 88552701 with an expiration date of 31-jul-2026. The prolactin reagent lot number was 82669801 with an expiration date of 31-mar-2026. The fsh reagent lot number was 85544702 with an expiration date of 31-aug-2026. The sample was requested for investigation. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient¿s sample tested with elecsys ft4 IV assay, elecsys ft3 iii assay, elecsys vitamin d total iii assay, elecsys shbg assay, elecsys testosterone ii assay, elecsys cortisol ii assay, elecsys prolactin ii assay, elecsys fsh assay, and elecsys anti-tg assay on a cobas e 801 analytical unit. This medwatch will apply to the ft3 iii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the vitamin d total iii assay, to the medwatch with a1. Patient identifier (B)(6) for information related to the shbg assay, to the medwatch with a1. Patient identifier (B)(6) for information related to the testosterone ii assay, to the medwatch with a1. Patient identifier (B)(6) for information related to the ft4 IV assay, to the medwatch with a1. Patient identifier (B)(6) for information related to the cortisol ii assay, to the medwatch with a1. Patient identifier (B)(6) for information related to the prolactin ii assay, to the medwatch with a1. Patient identifier (B)(6) for information related to the fsh assay, and to the medwatch with a1. Patient identifier (B)(6) for information related to the anti-tg assay. Fsh: initial result: <1.00 u/l. Repeat result: 4.9 u/l. Prolactin: initial result: 2.3 g/l. Repeat result: 4.9 g/l. Cortisol: initial result: 29.3 g/dl. Repeat result: 14.9 g/dl. Testosterone: initial result: 1320 ng/dl. Repeat result: 361 ng/dl. Shbg: initial result: 13.6 nmol/l. Repeat result: 31.3 nmol/l. Vitamin d: initial result: 40.5 nmol/l. Repeat result: 6 g/l. Ft4: initial result: >100 pmol/l. Repeat result: 17.7 pmol/l. Ft3: initial result: 13.1 pmol/l. Repeat result: 5.61 pmoll. Anti-tg: initial result: 2000 ku/l. Repeat result: <1.30 iu/ml. The sample was repeated on a siemens analyzer.